Event description:
Patient presented to the physician, two weeks post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the or, evacuated the hematoma, and closed the site.